Event description:
The manufacturer of a contact lens care cup for use with 3 percent hydrogen peroxide systems received a report that a lens cup "sprang off" and the edge of the cup was "broken a little." No pt injury occurred. The lens was unavailable for evaluation.